Manufacturer narrative:
A specific root cause could not be identified. From analysis of the calibration and control data, a general reagent issue could most likely be excluded. Typical causes of this type of event include preanalytic issues such as bubbles or foam on the sample surface, the sample tube not placed straight in the sample rack, use of a sample tube that is not within specifications, too little sample volume, or issues with the sample preparation. Other typical causes of this type of event include insufficient emi lab compliance, bubbles or foam on system reagents, dirt on the gripper finger, or dirt on the sample probe. The customer confirmed there have been no further issues since the service visit.

Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable elecsys ft4 ii assay result for one patient sample. The sample was repeated due to a data flag on the initial elecsys tsh assay result. The initial ft4 result was 0.101 ng/dl with a data flag and the repeat result was 1.11 ng/dl. The initial result was not reported outside the laboratory. The repeat result was believed to be correct. The patient was not adversely affected. The reagent lot number was 15822901 with an expiration date of 09/30/2017. The field service representative found there was damaged tubing. He repaired the tubing and replaced the pinch tubing. He ran performance testing with acceptable results.